Manufacturer narrative:
Unit received unable to perform any test including the displacement due to broken reservoir tube lip. Pump received with broken battery tube thread. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump parts were broken and battery compartment fell off. The customer stated that the reservoir lip ring was not physically damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.